Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. The sensor data was reviewed and data analysis is consistent with the removal of a properly applied and functioning sensor. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message issue with the use of the abbott diabetes care (adc) device was reported. The adc sensor scan of "scan again in 10 minutes" error message was obtained which resulted in the customer being unable to obtain glucose readings. As a result, customer experienced unspecified symptoms of hypoglycemia and was unable to self-treat, requiring third-party administration of dextrose, apple juice and cola, for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message issue with the use of the abbott diabetes care (adc) device was reported. The adc sensor scan of "scan again in 10 minutes" error message was obtained which resulted in the customer being unable to obtain glucose readings. As a result, customer experienced unspecified symptoms of hypoglycemia and was unable to self-treat, requiring third-party administration of dextrose, apple juice and cola, for treatment. There was no report of death or permanent impairment associated with this event.